Manufacturer narrative:
This report is being updated, to provide investigation findings. And additional information provided by the customer. New information is reported in h6, and h10. Corrected information is reported in h6: type of investigation. Physical evaluation of the complaint device could not be performed, as the device was not returned to olympus. The device history record (DHR) for the complaint device could not be reviewed, since the serial number (sn) provided by the customer was not a valid sn. And repeated attempts to clarify this information were unanswered by the customer. Olympus does not ship any device that does not meet all design and safety specifications the instructions for use (IFU) shipped with the device, provides the user the following information related to the reported event: do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Which could damage the camera cable. Conclusion: it is presumed, that the coupler unit and cable unit were subjected to inadvertent excess stress by the user, resulting in the failure of the image.

Manufacturer narrative:
The device referenced in this report has not yet ben evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported that a hd autoclavable camera head was found to have no image when plugged in, only color bars appear. There was no patient impact related to this occurrence.